Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure on an unknown date, with an unknown surgeon. The product was reported as being defective. There was no consequence to the pt.